Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 after experiencing a treatment event. It was reported that the patient was unconscious and in the hospital at the time of the event. The patient's wife was present at the time of the event. A review of the event revealed that the patient was treated by the lifevest prior to passing. Review of the treatment event revealed that the patient received 3 treatments on (B)(6) 2017. The patient was treated appropriately at 20:20:38. The rhythm at the time of shock was ventricular fibrillation (vf). The post shock rhythm was asystole. The patient then received an inappropriate treatment during asystole at 20:21:04. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient then received an appropriate treatment at 20:23:10. The rhythm at the time of shock was vf. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The lifevest then detected vf again at 20:25:58. The electrode belt was disconnected at 20:26:22 before the lifevest was able to complete the treatment sequence and deliver a treatment shock. The patient passed away at the hospital on (B)(6) 2017.